Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that defibrillation threshold (dft) testing was performed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The ICD recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Shock impedance measurements were 165-170 ohms. The patient will be scheduled for a system revision with an upgrade to a subcutaneous ICD (sicd) system. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that defibrillation threshold (dft) testing was performed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The ICD recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Shock impedance measurements were 165-170 ohms. The patient will be scheduled for a system revision with an upgrade to a subcutaneous ICD (sicd) system. This ICD system remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this entire implantable cardioverter defibrillator (ICD) system was explanted and upgraded to an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. It was noted that the hospital will return the explanted products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that defibrillation threshold (dft) testing was performed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The ICD recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Shock impedance measurements were 165-170 ohms. The patient will be scheduled for a system revision with an upgrade to a subcutaneous ICD (sicd) system. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that defibrillation threshold (dft) testing was performed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. The ICD recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Shock impedance measurements were 165-170 ohms. The patient will be scheduled for a system revision with an upgrade to a subcutaneous ICD (sicd) system. This ICD system remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this entire implantable cardioverter defibrillator (ICD) system was explanted and upgraded to an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. It was noted that the hospital will return the explanted products.